Event description:
When surgeon stepped on the foot pedal both the pencil and handpiece received current resulting in a small 2nd degree burn to the abdomen. A relay in the conmed sabre 2400 was defective.